Event description:
A voluntary medwatch (B)(4) was submitted to the manufacturer by FDA indicating a tmj revision occurred due to pain, nerve damage, numbness, and pressure in left eye.

Manufacturer narrative:
The voluntary event report (B)(4) was received from FDA indicating a revision surgery involving tmj components manufactured by biomet microfixation was performed. The tmj tracking database of all patients and surgeries performed domestically was reviewed and no surgery dates of the reported (B)(6) 2009 were identified. It cannot be confirmed that this product was manufactured by biomet microfixation as no product or lot numbers were provided in the report and no reporter contact information was shared for additional follow up. Without this information, no investigation or product evaluation was able to be performed. The instructions for use provided with the purchase of these implants states that revision is a possible adverse effect of surgical implantation. . If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacture.